Manufacturer narrative:
(B)(4). Only event year known: 2018. Additional information was requested and the following was obtained: were the clips malformed, not closing? Did the device not fire the clips? Did the clips fall off the tissue? How was the procedure completed? Response: bad formation means malformed.

Event description:
It was reported that during an unknown procedure, not clippling with the lt400 clip. There were no patient consequences.

Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the el414 device was received with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The instrument was fully functional and conforming to our manufacturing requirements. The event described could not be confirmed as the device performed without any difficulties noted. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.  The certificate records are accessible through external manufacturing.